Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the battery impedance trend was rising. It was noted recommended replacement time (rrt) alert was triggered on (B)(6) 2016. Daily battery trend data showed gradual rise of battery impedance and premature recommended replacement time (rrt) alert, without corresponding battery depletion. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) triggered early recommended replacement time (rrt) and it was indicated the rrt was falsely triggered. The icm is expected to be explanted and remains implanted. No patient complications have been reported as a result of this event.